Event description:
A medwatch was received that indicated an "80 year old female undergoing carotid endarterectomy sustained second and third degree burns to the right neck and shoulder, when more than 5 mins into the procedure, flames were seen at the surgical site." Attempts to reach the customer were unsuccessful.